Event description:
It was reported that the catheter leaked liquid obviously from the portion exposed externally. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt1760 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked liquid obviously from the portion exposed externally. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an external leak in the catheter was confirmed but the cause is unknown. A video of a 4fr s/l groshong nxt catheter was provided for evaluation of this complaint. The catheter was implanted with approximately 6cm of the catheter shaft visible between the insertion site and the tapered strain relief of the groshong two-piece connector. When the catheter was flushed with a clear liquid in the video, a dripping leak was observed emanating from the catheter approximately 1cm proximal of the insertion site. Although a leak in the catheter could be confirmed from the video, the root cause could not be determined. Functional testing, dimensional analysis, tactile evaluation, and microscopic observation could not be conducted without the physical sample. Possible contributing factors for external leaks in piccs could include sharp instrument damage, material fatigue, tensile (pulling) damage, over-pressurization, or damage from the stylet.